Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sensing integrity counts went up to 142 (within 64 days). Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Three unexpected shocks occurred on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. The patient was in sinus tachycardia that appeared as ventricular tachycardia. The physician planned to reprogram the zone, however the patient had left the hospital. The device remains in use. No further patient complications have been reported as a result of this event.